Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The procedure treated two target lesions. Target lesion one was a de novo, mildly calcified, mildly tortuous, distal circumflex lesion measuring 3.0x8mm with 90% stenosis. Target lesion one was treated with direct stenting using a 3.0x8mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, unprotected, severely calcified, left main coronary artery lesion measuring 4.0x16mm with 60% stenosis. Target lesion two was treated with predilation, placement of a 3.5x16mm taxus liberte stent, and post dilation resulting in 10% residual stenosis. Balloon withdrawal resistance of the 3.5x16mm taxus liberte stent delivery balloon was reported. There were no reported patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.